Event description:
During a check-out procedure at the manufacturer's service center, an increase in pressure delivery was observed. The device's active exhalation control module needs to be replaced to address the issue.